Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit failed to alarm for an occlusion.¿ the unit was triaged and the customer¿s reported condition was confirmed. The unit was then disassembled and component (u14) was found to be dislodged. There was no audible alarm present. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit failed to alarm for an occlusion.